Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a therapeutic video-assisted thoracic surgery (vats), color bars were displayed instead of the endoscopic image. The customer reconnected the camera head to the video processor and turned the power back on, which resolved the issue temporarily. The same issue occurred again after a while, so the camera head was reconnected to the video processor, turned back on, and the intended procedure was successfully completed using the same device. There was no patient or user injury reported due to the event. This report is being submitted for the ch-s400-xz-ea (camera head), with patient identifier (B)(6). The otv-s400 (video processor) is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported intermittent image failure. However the investigation did confirm that the cable for the device was bent and potentially broken by the bending. The investigation did not establish the root cause of the reported image issue. Olympus will continue to monitor field performance for this device.